Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated they had experienced low blood glucose. Blood glucose reading was 50 mg/dl. Customer has treated low blood glucose with food. Customer was using auto mode feature at the time of reported low blood glucose event. The device will not be returned for analysis.